Manufacturer narrative:
Product event summary: it could not be confirmed that the programmer was slow to print or save to disk. It was found that the electrocardiogram (ECG) patient connector was missing, and the keyboard hinges were broken. Upon opening the programmer, corrosion was found on the rear of the power supply and on the upper and lower case halves in the power supply area. Inspection of the device revealed no evidence of liquid ingress or corrosion beyond the rear of the power supply. All circuit boards and assemblies other than the power supply were free from any evidence of contamination.

Event description:
It was reported that the programmer took much longer to print or save to disk than was expected. In one instance, it took more than thirty minutes to save to a universal serial bus (usb). The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.